Event description:
It was reported that when circle priming, sometimes the alaris pump module would not prime and would have to keep pressing the restart key to prime the tubing. This was reported to bd representatives during their site visit. There was patient involvement and no harm.

Manufacturer narrative:
The root cause for the reported issue of an pump would not prime was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when circle priming, sometimes the alaris pump module would not prime and would have to keep pressing the restart key to prime the tubing. This was reported to bd representatives during their site visit. There was patient involvement and no harm.